Manufacturer narrative:
B3, event date: this is an approximation as the customer provided a date range instead of specific event dates. D4, lot #: the customer could not confirm which of the two (2) lots below were in use at the time of the event: lot#: 0001159567 expiration date: 28may2027 primary UDI number: (B)(4). Device mfg. Date: 18aug2025 lot#: 0001164407 expiration date: 28may2027 primary UDI number: (B)(4). Device mfg. Date: 26aug2026 the investigation is ongoing. A supplement report will be sent upon investigation completion.

Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo test on unknown dates beginning in (B)(6) 2025. The customer indicated receiving an average of two (2) false positive results per week beginning in (B)(6) 2025. This is report twelve (12) of sixteen (16) for an unknown lot (qty (B)(4). Confirmation testing was performed with the quest diagnostics 4th generation hiv 1/2 ag/ab test w/ reflex that generated negative results on unknown dates. The patients were prescribed anti-retroviral therapy (art) based on the positive determine hiv-1/2 ag/ab combo test results then informed to discontinue the treatment upon receipt of confirmation testing results. Although requested, the customer was not able to provide additional information regarding the event, patient demographics, impact or outcome.

Manufacturer narrative:
B3, event date: this is an approximation as the customer provided a date range instead of specific event dates. D4, lot #: the customer could not confirm which of the two (2) lots below were in use at the time of the event: lot#: 0001159567. Expiration date: 28may2027. Primary UDI number: (B)(4). Device mfg. Date: 18aug2025. Lot#: 0001164407. Expiration date: 28may2027. Primary UDI number: (B)(4). Device mfg. Date: 26aug2026. Investigation summary for lot# 0001159567. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0001159567 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Testing was performed on the determine hiv-1/2 ag/ab combo partial returned kit 0001159567 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 0001159567 and device part number 10732998 lot 1148962. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0001159567 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample. For lot# 0001164407 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0001164407 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Testing was performed on the determine hiv-1/2 ag/ab combo partial returned kit 0001164407 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 0001164407 and device part number 10732998 lot 1162797. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0001164407 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample.

Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo test on unknown dates beginning in (B)(6) 2025. The customer indicated receiving an average of two (2) false positive results per week beginning in (B)(6) 2025. This is report twelve (12) of sixteen (16) for an unknown lot (qty 14). Confirmation testing was performed with the quest diagnostics 4th generation hiv 1/2 ag/ab test w/ reflex that generated negative results on unknown dates. The patients were prescribed anti-retroviral therapy (art) based on the positive determine hiv-1/2 ag/ab combo test results then informed to discontinue the treatment upon receipt of confirmation testing results. Although requested, the customer was not able to provide additional information regarding the event, patient demographics, impact or outcome.